Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had stored an atrial tachy response (atr) episodes containing unknown noise with oversensing. Technical services (ts) discussed troubleshooting options and possible causes, recommending further evaluation via isometrics/pocket manipulations and sample impedances. It was also noted that the lv pacing percentage had dropped by 60 percent, however the presenting electrogram (egm) appeared as expected. This crt-p remains in service. No adverse patient effects were reported.